Manufacturer narrative:
E1 - phone number (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera head recognition error during inspection for use. Involving a video system center. There was no patient injury reported.